Event description:
It was reported by the user facility's biomedical engineer that the perfusionist was in "maintain" mode at thirty-eight degrees and the unit would drop to twenty degrees and then come back up to thirty-eight degrees. He reported it would cycle like this about every twenty minutes. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Investigation in process, but not yet completed.

Manufacturer narrative:
Note: the user facility's biomedical engineer confirmed that the service alarm led and audio tone on the coller heater were present in the "maintain" mode, when performing the overtemp check and going into cool down.